Manufacturer narrative:
Based on the claim against the product by the customer noting that the instruments moved excessively, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system for excessive instrument movement. No issues were found. The fse ran a universal surgical manipulators (usm) carriage test and other usm tests. The usm passed all testing. No parts were replaced. The system was tested and verified as ready for use. The complaint regarding excessive instrument movement was not confirmed based on the field evaluation. The probable root cause of the alleged excessive instrument movement cannot be determined based on the information provided and fse's field evaluation. The fse could not reproduce the reported issue. The usms passed all testing. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is being reported due to the following conclusion: site reported unintuitive movement with all four universal surgical manipulators (usm). Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the instrument on arm 4 was moving more than what the surgeon requested. The customer did not try another instrument in arm 4. The site was in the process of reseating the drape when they called the intuitive surgical, inc. (Isi) technical support engineer (tse). Reseating the drape did not resolve the issue. The tse asked the customer if they could try another drape and the customer stated that the issue was occurring on all of the arms. Onsite was not connected so the tse was not able to view the error logs. The tse recommended replacing the drapes. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.